Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion, and alarmed during the prime test due to a loose and protruded drive support disk. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin shout out while attempting to prime and the insulin pump alarmed. The blood glucose reading was 7.2mmol/l. Troubleshooting was performed, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.